Event description:
Patient brought to operating room for lap chole. During procedure, two reddick screws broke during normal use. Components of screws were removed from patient and returned to materials management office. Unfortunately, unable to tell exact lot # because 2 additional screws were opened rapidly after first two failed. All lot #s reported in this incident. Case is proceeding without further incident at this point.